Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a syncopal episode. No intervention was reported. The patient was stable and would continue to be monitored.